Event description:
It was reported that following multiple falls patient experienced ineffective therapy, patients leads migrated. Patient also experienced discomfort at the ipg site and the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein leads were explanted and replaced, patients ipg was explanted, replaced, and repositioned to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.